Event description:
It was reported that during a routine device upgrade procedure, the right ventricular lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at multiple locations which exposed the outer coil and likely contributed to the reported noise. The abrasions were consistent with constant friction with another implantable device.